Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer received multiple, intermittent altitude alarms. The customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 209 mg/dl. Customer was able to clear the alarm and insulin delivery was resumed successfully.